Manufacturer narrative:
H6: investigation summary : scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6) . Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 22jul2020 to date 22jul2021. Complaint trend: there are 9 complaints related to the issue of a waste leakage from a valve not contained within the instrument; date range from 22jul2020 to date 22jul2021. Manufacturing device history record (DHR) review: DHR part #338962 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to a worn connector on the check valve. Check valves are connected to the wastetubingto prevent contamination from backflow, and leakages can potentially risk contamination and carryover. The customer had initially submitted a complaint regarding a leakage they found from their red check valve in the wetcart. The fse (field service engineer) responding to this complaint confirmed the issue and found that it was due to a worn waste connector. The fse replaced the connector with one from customer stock and tested the instrument. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair, the instrument was tested with a cst and canto beads, and was confirmed to be functioning as expected with no further leakages. Although the leakage was of biohazard which poses the risk of contamination, the customer confirmed that they did not come in direct skin contact with the leakage as they had been wearing proper ppe. Additionally, while there was a spray of fluid, it was contained within the instrument and the customer was not harmed in any way. This instrument was not being used for clinical diagnoses during the incident and thus no patients were impacted. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 11mar2015. Defective part number: 59-10090-05 - coupl ins hose barb pp orn. Work order notes: subject / reported: red check valve in wet cart is leaking. Problem description: red check valve in wet cart is leaking. Work performed: checked the system and found the connector not working. Replaced the same from customer stock. Carried out the other necessary checks of the system. Verified the system by running the cst and canto beads. Cause: fluid connector. Solution: replaced the connector. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 338960-04ra, rev.a, bd facscanto ii flow cytometer (fluidics) was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J whereby the damage to the device is obvious and is reparable by requiring a service visit. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. Item: 23. Valves. Function: 23.1 block, pass, or direct fluids. Potential failure mode: 23.1.1 valve leaks. Potential effects of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance. Potential causes/mechanisms of failure: 23.1.1.1.1 stuck valve or debris or saline buildup. Current controls: di rinse daily. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 5. Occ: 7. Det: 1. Rpn: 35. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn connector. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn connector. The fse confirmed the issue and found that it was due to a faulty connector. The fse replaced this connector from stock inventory and tested the instrument by running a cst test. After the repair, the instrument was tested and functioning as expected with no further leakages. No one was harmed or injured, and no medical treatment was performed due to the leak. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported while running bd facscanto¿ ii the wet cart was leaking and waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: red check valve in wet cart is leaking and fluid dripped onto the floor. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? Yes, waste sprayed inside of wet cart. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 6. Was the waste mixed with decontaminate/bleach? No. 7. Was the customer/ bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while running bd facscanto¿ ii the wet cart was leaking and waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: red check valve in wet cart is leaking and fluid dripped onto the floor. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? Yes, waste sprayed inside of wet cart. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontaminate/bleach? No. Was the customer/ bd personnel physically in contact with the fluid? No.